Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain for years") in a 34 year-old female patient who had essure inserted. The patient had a medical history of parity 2 (2 deliveries), cholecystectomy and primary biliary cirrhosis. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3299 days after essure insertion, she experienced abdominal pain lower (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (right side removed by hysteroscopy in (B)(6) 2022,left tube& implant removed by laparoscopy (B)(6) 2023). At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to abdominal pain lower. The reporter commented: essure removal at patient's request due to lower abdominal pain for years. Right side removed by hysteroscopy in (B)(6) 2022, left tube with implant removed laparoscopically on (B)(6) 2023. Implants were in proper location. Physician did not think that essure contributed to the event. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 13.818 kg/sqm. [Hysteroscopy] in (B)(6) 2022: right tube removed, implant in situ [laparoscopy] on (B)(6) 2023: left tube removed, implant in situ quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-jun-2023: essure questionnaire device removal was received. Patient's height, weight, medical history added (none reported previously).essure insertion date provided. Essure removal at patient's request due to lower abdominal pain for years (event medical device removal specified). Surgery specified: right side removed by hysteroscopy in (B)(6) 2022, left tube with implant removed laparoscopically on (B)(6) 2023. Implants were in proper location. Physician did not consider essure contributed to the event. 05-jul-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain for years") in a 34 year-old female patient who had essure inserted. The patient had a medical history of parity 2 (2 deliveries), cholecystectomy and primary biliary cirrhosis. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3299 days after essure insertion, she experienced abdominal pain lower (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (right side removed by hysteroscopy in (B)(6) 2022,left tube& implant removed by laparoscopy (B)(6) 2023). At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to abdominal pain lower. The reporter commented: essure removal at patient's request due to lower abdominal pain for years. Right side removed by hysteroscopy in (B)(6) 2022, left tube with implant removed laparoscopically on (B)(6) 2023. Implants were in proper location. Physician did not think that essure contributed to the event. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 13.818 kg/sqm. [Hysteroscopy] in (B)(6) 2022: right tube removed, implant in situ. [Laparoscopy] on (B)(6) 2023: left tube removed, implant in situ. Quality-safety evaluation of ptc: for essure: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. The most recent follow-up information incorporated above includes data received on: 01-sep-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("removed essure") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2023,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.